Manufacturer narrative:
Gehc reviewed the logs and recommended a software upgrade to revision 11. Patient information could not be obtained due to country privacy laws.

Event description:
The hospital reported that, during a case, the unit had a system failure. There was no reported patient injury.